Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained about a questionable elecsys ft4 iii assay result for 1 patient tested on a cobas 6000 e 601 module compared to a (B)(4) centaur and an investigation sites cobas 8000 e 801 module. The discrepant results are highlighted. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The serial number for the cobas e601 used at the customer's site was (B)(4). The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 iii reagent used at this site was lot 331797 with an expiration date of may-2019. The investigation determined that from the information provided, a general reagent issue most likely can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation is currently ongoing.